Manufacturer narrative:
This is the second revision surgery underwent by the patient. She had a primary using non-medacta product. On (B)(6) 2017 the patient was revised and had medacta product implanted as part of an antibiotic spacer. On (B)(6) 2017 the surgeon removed all medacta components and implanted permanent product. In august 2017 the patient came in due to signs of infection. Batch review performed on (B)(6) 2017. Lot 161840: (B)(4) items manufactured and released on 08 april 2016. Expiration date: 2021-03-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The pathogen is unknown. The surgeon revised the insert. The surgery was completed successfully. X-rays and explants are not available.